Event description:
The manufacturer received information from uno legal litigation in reference to a rep dreamstation auto bipap with an allegation of nose irritation, dizziness and/or headache. There was no report of serious harm or injury. There was no report of medical intervention. This device is not part of the recall. The device has not been returned to the manufacturer for investigation. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer